Manufacturer narrative:
Methodology / results: there were no loose components. There was gouging and significant wear on the inside diameter of the distal outer tube and corresponding location on the inner shaft. Although there was no sign of heat discoloration or deformation of the plastic components; the wear and gouging of the distal end would have resulted in friction and likely to produce heat. The extent of wear resulted in, an increase in clearance between the inner and outer assemblies, which would have resulted in wobbling. The hub bushings were gouged / worn which is an indication of excess pressure being applied to the bur while in use and / or excess speed. This device has a maximum recommended speed of 12,000 rpm. There was no allegation of a defect prior to use. The information most likely indicates that bending / prying / aggressive use resulted in the gouging and wear of the bur, which caused the reported heat and wobble. Complaint substantiated / confirmed: yes. Conclusion: there was an out of specification condition identified as it relates to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
During use, the bur over-heated and the shaft wobbled. This ia a brand new bur. There was no patient impact or injury. The procedure was completed with back-up product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.